Manufacturer narrative:
Additional information: b5, g3, h2, h11.

Event description:
The following was published in the journal of frontiers in cardiovascular medicine, in an article titled "a simplified single transseptal puncture approach using high-density 3d voltage mapping for atrial fibrillation ablation: acute complications and long-term results"; pedro silva cunha, 23 november 2023, doi 10.3389/fcvm.2023.1309900. Retrospective analysis of a large cohort of consecutive patients that underwent first pvi with radiofrequency energy (rf), using a point-by-point strategy, with a 3d mapping system, either with single or double tsp, according to the operator¿s choice. Minor complications included 6 cases of minor hemorrhage at the access site and 1 case of air embolism in the coronaries. It is not alleged that any abbott devices are associated to the adverse events that occurred. The physician alleges that the complications were due to the physio-anatomy of the patients. Additionally, at the time of the events ultrasound was not being utilized to guide the femoral punctures as well as operators with varying experience.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported access site complications and an air embolism could not be conclusively determined.

Event description:
The following was published in the journal of frontiers in cardiovascular medicine, in an article titled "a simplified single transseptal puncture approach using high-density 3d voltage mapping for atrial fibrillation ablation: acute complications and long-term results"; pedro silva cunha, 23 november 2023, doi 10.3389/fcvm.2023.1309900. Retrospective analysis of a large cohort of consecutive patients that underwent first pvi with radiofrequency energy (rf), using a point-by-point strategy, with a 3d mapping system, either with single or double tsp, according to the operator¿s choice. Minor complications included 6 cases of minor hemorrhage at the access site and 1 case of air embolism in the coronaries.